Manufacturer narrative:
Correction: d4, h4. The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the guidewire got stuck, and insertion became poor was identified. It is likely the result of usage; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle exhibited the guidewire got stuck, and insertion became poor. The issue occurred during an endoscopic ultrasound¿guided hepaticogastrostomy. There were no reports of patient harm.